Manufacturer narrative:
Internal file number - (B)(4). This event is a duplicate of the event reported under medwatch report MFR# 2024168-2019-04579. All event information is conserved in MFR# 2024168-2019-04579.

Event description:
Subsequent to the initial medwatch report filed, it was found that this is a duplicate of an incident that was previously reported under MFR# 2024168-2019-04579.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that venous closure of a right groin vein was attempted using a proglide device in an unspecified procedure. Reportedly, there was a proglide device failure and bleeding/hemorrhage. The device separated yet stayed intact between the guide tube and guide. Surgery was required to remove the device. No additional information was provided.